Event description:
It was reported that during engineering evaluation it was discovered that the motor device had heat and there was smoke coming from the motor. This event was not related to surgery. There were no injuries, medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.